Event description:
It was reported that network connectivity was not stable. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Additional information provided: manufacture name: st. Paul, g5: 510k number, d2: common device name.